Event description:
A cartridge change error was reported for a pump. There was no adverse impact to the customer's blood glucose level. The caller was assisted in filling and loading a new cartridge, enabling them to complete the load process and resume insulin delivery.